Manufacturer narrative:
The reported events of zapping sensation/ discomfort at ipg site were not confirmed. At receipt, the ipg successfully communicated with lab utilities, accepted charge and was fully charged within specifications. The return ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort due to zapping sensation at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and a new ipg was implanted. The physician elected to reposition the ipg pocket site during the surgery. This addressed the issue.